Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The consumer initially reported experiencing redness and discharge in the eyes after wearing contact lenses. The consumer was diagnosed with corneal abrasion and were prescribed unspecified eye drops with an unknown dosing frequency. During follow up, the consumer additionally reported burning and blurred vision and was subsequently diagnosed with corneal ulcers. There were no deposits observed on the contact lenses, and the consumer confirmed adherence to the recommended wearing schedule three to four times per week for eight to ten hours, with daily disposal of the lenses. The current condition of the consumer¿s eyes was symptoms improving at the time of this report. No additional information is available at the time of this report.